Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog#: 01.00402.055; lot#: 2975031. Biolox delta, ceramic femoral head, m, 32/0, taper 12/14; catalog#: 00-8775-032-02; lot#: 2962715. Shell with multi holes porous 68 mm o.d. Size qu for use with qu liners; catalo #: 00-8757-068-02; lot#: 63765308. Screw hole plug three pack uncemented; catalog#: 00-8757-000-02; lot#: 64158546 . Therapy date: (B)(6) 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on sep 09, 2021. Additional: a1, a2, a3, a4, b2, b3, b5, b7, d1, d4, d6, d10, h3, h4. Correction: b4, e1, g3, g6, h2, h10. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to implant fracture.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - implantation report .- revision report. - date of birth. - patient name. Corrected and additional information is filled in the follwing fields: additional and correction: a1, a2, b4; b5; d3; g3; h1; h2; h10. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to event.

Manufacturer narrative:
Ii. Investigation and conclusion: 1. Event description: a fracture of the revitan stem was reported. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Zimmer biomet product experience report (zper): the event section of the zper states the following: outpatient report dated (B)(6) 2021: the patient reports to have been completely symptom-free and satisfied for the last 2 years since the second revision of the thp in 2019. The patient went hiking on the mountain karren 2-3 times per week and this was always symptom free. Today he was on the way down to the valley when clear pain in the left hip occurred. Therefore, he could no longer weight bearing and arrived with 2 crutches in the emergency room. Findings: load pain and compression pain of the hip. Axial compression of the hip is clearly painful. No pull pain, but in the hip and movement active/passive fully possible without restriction. Externally, no signs of injury, no signs of infection, no swelling, no hematoma, no bruise marks. No hyperthermia, no signs of inflammation. No fever. X-rays and CT show a connection pin fracture of the revitan stem on the left side. The products mentioned below are listed in the product information section of the zper: revitan, proximal part, ref. No. 01.00402.055, lot no. 2975031. Revitan, distal part, ref. No. 01.00406.220, 2900028. Biolox delta head, ref. No. 00-8775-032-02, lot no. 2962715. Guide wire, 3x1000 mm, ref. No. 1806-00859, lot no. K028c79. Continuum acetabular system, trabecular metal shelf with multi holes, ref. No. 00-8757-068-02, lot no. 63765308 continuum acetabular system screw hole plug three pack, ref. No. 00-8757-000-02, lot no. 64158546. The zper mentions the height and weight of the patient, as indicated on the first page of this report. Note of the author: the given height and weight of the patient results in a bmi of 26.6 which can be classified as overweight according to the bmi scale (bmi 25.0 ¿ 29.9) [1]. Implantation report of (B)(6) 2019: diagnosis: state after removal of a total hip prosthesis (thp) and spacer implantation on the left side in (B)(6) 2019 due to a low grade infection. Implants: continuum cup size 68, cementless, multi-hole without screw fixation; polyethylene insert, neutral; biolox delta head size 32m; revitan stem, size 20 mm/55 mm, cementless; peri-acetabular and peri-femoral spongioplasty. Procedure: the spacer is removed. Some space is made laterally so that there is a good implantation possibility for the revitan stem. The intramedullary space is curetted and jet lavage is performed. Subsequently, the acetabulum is exposed, which is also curetted and prepared with a 66 mm reamer. A continuum cup size 68 is inserted and due to the good press-fit there is no need for a fixation with screws. Cancellous bone is inserted at the bottom of the acetabulum respectively on the anterior side. The cup has a perfect fit. A neutral polyethylene insert is placed. The femur is exposed and prepared distally until a diameter of 20 mm. The distal part of the stem is inserted with the correct proximal part height of 55 mm. A trial reduction with a short head is made and a slight instability is seen. With a medium size head, it is completely stable. The original proximal part 55 mm is inserted and locked appropriately. The medium size head is placed and the joint is reduced. There are stable conditions and a correct leg length. Extensive jet lavage is made and redon drainage is inserted. Revision report of (B)(6) 2021: diagnosis: fracture of the revitan stem at the connection pin after implantation in 2019 procedure: the prosthesis is dislocated and the proximal part of the revitan stem is removed. The end of the distal part of the stem can be palpated with the finger. A removal from proximal is not possible. The femur is exposed and cut laterally subtrochanteric to the distal cerclage wire. All the cerclages were removed. A lateral bone window was created distally to the prosthesis so that an attempt can be made to knock out the stem from distal. However, the tip of the plunger finds a way past the stem and it is not possible to knock it out from the distal end. An anterior bone flap is now prepared and opened. The prosthesis is then completely detached and chiselled from proximal to distal. A plunger can be applied via a locking hole in the stem and the stem can be knocked out. Further the revision report describes the steps to implant a biocontact monoblock stem. X-rays: x-rays and CT scans taken from (B)(6) 2019 until (B)(6) 2021 are at hand (listed on the first page of this report). The evaluation of the x-rays concerning the revitan stem are summarized. There are differences in the brightness/contrast as well as in the positioning of the patient resulting in slight different radiographic projections. Thus, potential changes of the bone situation around the revitan stem are not always clearly recognizable. The CT scans and the x-rays showing the situation before the implantation and after the revision of the revitan stem are not evaluated. (B)(6) 2019, pelvis overview: there is a cemented spacer implanted in the left hip with four cerclage wires. There seems to be a fracture line, laterally at the lower end of the greater trochanter. A femoral osteotomy cut is visible on the lateral side, above the most distal cerclage wire. (B)(6) 2019, pelvis overview and ap view of the left hip: a thp is implanted in the left hip. The four cerclage wires, the fracture line and the osteotomy cut are unchanged when compared to the previous study date. Compared to the surrounding bone, a slightly radiopaque area is visible on the medial side of the proximal part of the revitan stem extending slightly to the distal stem part. In connection with the implantation report it is concluded that this area indicates the presence of bone chips.on the ap view a radiolucent gap bordered on the bone side by a sclerotic line can be observed on the medial and lateral side of the proximal region of the distal stem part. It could be that this gap corresponds to the bony border of the previously implanted cemented spacer. (B)(6) 2019, ap view and second view of the left hip: compared to the previous study date, on the ap view there are no obvious changes, except for the beginning consolidation of the femoral osteotomy cut. On the second view a radiopaque area, indicating bone chips, is visible on the posteromedial side of the proximal stem part extending slightly distally to the distal stem part. A radiolucent gap bordered on the bone side by a sclerotic line can be observed on the anterolateral side of the proximal region of the distal stem part. It could be that this gap corresponds to the bony border of the previously implanted cemented spacer. (B)(6) 2019, pelvis overview and second view of the left hip: compared to the previous study date, the discontinuation in the cortical bone and the femoral osteotomy cut seems to have consolidated. (B)(6) 2019, pelvis overview, lateral view and second view of the left hip: compared to the previous pelvis overview, the radiolucent gap bordered on the bone side by a sclerotic line on the lateral side of the proximal region of the distal stem part is now extended along the entire lateral side of the proximal stem part. Along the medial side of the proximal stem part, there seems to be an inhomogeneous structure in the bone chips area. Compared to the previous second view, the radiolucent gap bordered on the bone side by a sclerotic line on the anterolateral side of the proximal region of the distal stem part is now extended along the entire anterolateral side of the proximal stem part. On the lateral view a radiolucent gap bordered on the bone side by a sclerotic line is visible along the anterior side of the proximal stem part and the proximal region of the distal stem part. (B)(6) 2021, pelvis overview, two ap views and second view of the left hip: compared to the previous study date, the pelvis overview and one of the ap views show the proximal part of the revitan stem slightly tipped medially. On the second ap view the tilting is barely noticeable. Due to the tipping of the proximal part, the radiolucent gap along the lateral side of the proximal stem part is wider. 3. Product evaluation: visual examination: in the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For better handling the parts were disassembled. Before the disassembly the stem to head position was marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 3 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. On the proximal fracture surface, the area around the fracture origin is slightly polished. On both fracture surfaces polished areas can be recognized along the medial edge. Several scratches can be seen on the middle region of the distal fracture surface. Macroscopically, as far as visible, no deficiencies that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal stem part, a slight polished area can be noticed on the anterior face surface. On the distal stem part, a wear mark is visible on the anterolateral face surface. In addition, slightly polished marks, most probably from the proximal trial part can be seen on the medial and lateral face surface. The proximal part of the revitan stem shows revision damage in the form of scratches and bluish/brownish spots from the use of an electrosurgical instrument. Small polished areas can be seen on the anchoring surface on the anterolateral side. On the lateral side there are some areas appearing lighter in color when compared to the surrounding anchoring surface. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an almost circumferential stripe with some surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed smeared material, polishing and slight signs of fretting corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. Revision damage in the form of coarse scratches and instrument marks are visible on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible in the finned region of the anchoring surface. The biolox delta head shows metallic smearing on the bottom bevel and the articulation surface. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: based on the received information, in (B)(6) 2019 the patient had a revision of the thp and implantation of a cemented spacer on the left side due to a low grade infection. On (B)(6) 2019 the spacer was removed and a new thp was implanted in the left hip (revitan stem, biolox delta head, continuum cup). The patient has been completely symptom-free and satisfied for the last 2 years since the surgery on (B)(6) 2019. He went hiking on the mountain karren 2-3 times per week and this was always symptom free. During the hike of (B)(6) 2021 the patient experienced pain in the left hip and he could no longer weight bearing. In the emergency room a fracture of the revitan stem at the connection pin was diagnosed and a revision surgery was performed on (B)(6) 2021. The investigation of the retrievals at hand showed that the fracture occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, as far as visible, no deficiencies that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. On the x-rays taken immediately after implantation of the revitan stem it can be observed that on the medial side of the proximal stem part extending slightly to the distal stem part there is a slightly radiopaque area compared to the surrounding bone. In the implantation report a peri-acetabular and peri-femoral spongioplasty is mentioned in the implants section. However, in the procedure section the peri-acetabular spongioplasty is described whereas the peri-femoral spongioplasty is not. Thus, any details on the type and quantity of the bone used as well of the location stay unknown. Based on these facts it can be concluded that the slightly radiopaque area indicates the presence of bone chips. Immediately after implantation of the revitan stem, a radiolucent gap bordered on the bone side by a sclerotic line which could correspond to the bony border of the previously implanted cemented spacer, can be observed on the lateral and anterolateral side of the distal stem part. The x-rays taken on (B)(6) 2019 show that this gap extended along the entire lateral and anterolateral side of the proximal stem part. On the x-rays taken on (B)(6) 2019, there seems to be an inhomogeneous structure in the bone chips area compared to the previous study date. Based on these observations, the proximal bone support of the revitan stem, could be interpreted as suboptimal starting on (B)(6) 2019. On the retrievals at hand bone attachments could be observed in the finned region of the distal stem part but not on the proximal part. Further, slightly polished areas can be seen on the anchoring surface of the proximal part which indicate movement between the part and the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. Eijer et.al. Examined implant related factors on revitan stem fractures and concluded that the fracture risk is increased with the use of a short proximal implant component [2]. He suggests that small proximal stem components increase the load at the modular junction due to size and lack of bony support. He concludes that implantation of a longer proximal component and, hence, shifting down the mid-stem junction in the area where there is good osseous support, reduces the risk of implant fractures [2]. Based on the above described findings, it can only be hypothesized that due to the high activity level of the patient (hiking 2-3 times per week) in combination with other factors, e.g. The suboptimal proximal bone support, the patient¿s overweight and the surface changes observed on the connection pin may have caused the fracture. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. The revitan revision stem system package insert that accompanied the parts of the revitan stem points to these facts under the warnings section: heavy patients who engage in high levels of physical activity and who do not have proximal bone support, especially medially, are subject to a risk of implant failure when a modular revision stem is used. In such cases the surgeon should consider surgical options to ensure proximal bone support or switching to a monobloc revision stem. [3]. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. References: [1] wikipedia body-mass-index accessed on (B)(6) 2022, https:en.wikipedia.org/wiki/body_mass_index. [2] herold f, nötzli h, eijer h, short proximal components in modular revision stems carry a higher risk for stem fractures, hip international 1 - 6, doi: 10.1177/1120700019884049. [3] revitan revision stem system, art. No. D011 500 286 ¿ ed. 05/14. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer received x-rays for review. The manufacturer did not receive other documents for review. As no lot number was provided, the device history records could not be reviewed. The investigation of the case and the process of gaining necessary information is still ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side. Post the surgery, it was noticed with the help of x-rays that the implant has fractured. Revision has been planned but not yet performed.